Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock and inappropriate antitachycardia pacing- atp therapy due to atrial fibrillation with right ventricular response. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that the implantable cardioverter defibrillator was explanted (B)(6) 2020.